Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A physician reported s shutter state error warning on a patient's left eye after right pedal was pressed and centered before the laser was thrown. Left eye treatment was started again and was completed without any problems. The patient was discharged and there was no patient harm noted.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Review of the logfile can confirm the reported error message during start of treatment. The logfile shows there was no laser ablation before the error occurred. The user restarted the treatment and there was no further error during the rest of the day. Therefore, the most possible root cause is the user pressed the laser pedal not hard enough so the shutter will oscillated around the switching point. The most possible root cause is the user pressed the laser pedal not hard enough . (B)(4).